Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system for two patient samples. The initial accu tni results were: 2.98 ng/ml and 0.99 ng/ml for patient a and b respectively. The results were reported out of the lab. The original samples of both patients were re-tested for accu tni and lower results were obtained: 0.11 ng/ml for patient a, 0.05 ng/ml for patient b. Corrected reports were sent out. There was no report of death, injury, or change to patient treatment associated or connected with this event.

Manufacturer narrative:
Qc was within specifications before and after the event. No errors were posted to the event log. The specimens were collected into lithium heparin gel tubes, and were centrifuged for 4 minutes. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a diagnostic testing which passed and no hardware issues were identified. The fse verified hardware performance per protocol and all results passed within specifications. Per fse, pre-analytical sample handling was discussed with the customer in the past and beckman coulter inc. (Bci) spent days on site training lab personnel on this issue. Accu tni results over the ami cutoff value of 0.50ng/ml are programmed to repeat automatically. However, per lab policy, initial results are reported as preliminary before repeat testing is complete. Bci advised the customer to aliquot and re-spin samples before repeating critical results and verify results before reporting out. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.